Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded a pacemaker mediated tachycardia episode which appeared to be atrial or sinus driven. Health care professional stated that the patient's heart rate has been consistently high at 120 beats per minute since the arrival in the emergency room. As of this time, this crt-d remains in service. No adverse patient effects were reported.